Manufacturer narrative:
The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. Reportedly, the customer wore the pump and the transmitter on opposite sides of the body. The transmitter ultimately regained connection with the pump. No additional patient or event information was available.